Event description:
It was reported through a research article identifying abbott scs leads that may be related to a lead revision in 9 occasions. Specific patient information is documented as unknown. Details are listed in the attached article, titled: 'spinal cord stimulation for intractable chronic limb ischemia: a narrative review".

Manufacturer narrative:
Additional information was unavailable in presented literature. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.